Manufacturer narrative:
The pod was received with the cannula deployed. After investigating the pod, no tear was found along the complete fluid path that would cause any leakage of insulin from the pod. The exposed portion of soft cannula was found to be kinked. It could not be determined when this damage to soft cannula occurred. During fluid path test, the fluid passed freely through the complete fluid path, even though the exposed soft cannula was kinked. Pod download data did not show any signs of struggle or pulse width increase that would indicate a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 257 mg/dl while wearing the pod longer than 48 hours on the arm. Patient's mother reported the pod was leaking during wear. Ketones were also tested and the results were "fine". As treatment, insulin was delivered.